Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. However, the unit was received with operating currents within specification. There were no unexpected battery out limit alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a no battery limit alarm had high blood glucose. The customer's blood glucose was 139 mg/dl at the time of incident. The insulin pump will be returned for analysis.